Event description:
Patient reported "capsular contracture baker grade unknown". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
The event of capsular contracture baker grade ii is not reportable to the FDA.

Manufacturer narrative:
The record is no longer reportable to the FDA. Capsular contracture baker grade ii is minor in severity and non-serious. Additional, corrected and/or changed data: b.5, h.6, h.11.